Manufacturer narrative:
Corrected data: patient identifier: "unk" is corrected to "(B)(6)". Date of birth: (B)(6). Sex: it is corrected from "no information" to "female". The lens was exchanged for a similar lens on the same day; intraoperatively. Type of reportable event: it is corrected to a "malfunction" from" serious injury". (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -10.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens tore during injection into the eye. The lens was exchanged for a similar lens on the same day. The problem was resolved.